Event description:
It was reported that the patient with an implanted intellis pain neurostimulator and two lead 977a275 5mm compact 1x8 MRI leads was seen for a follow-up due to an oor error message on the patient controller. An impedance check was performed and electrode 11 was identified as problematic, measuring 40,000 ohms. The high impedance issue on electrode 11 was ongoing and not resolved. Device reprogramming was performed to avoid contact 11 by adjusting group b and c settings. No action was taken and no adverse patient outcomes were reported. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.